Event description:
It was reported that a post market clinical study patient underwent x-stop procedures at levels l3/l4 and l4/l5. Reportedly, patient had the devices removed due to continued neurogenic claudication. Patient had decompression laminectomies and foraminotomies at levels l2/l3, l3/l4 and l4/l5. No further information was reported.

Manufacturer narrative:
Desc evt problem: two devices removed in this patient are filed under MFR report# 2953769-2012-00022 and 2953769-2012-00023. Eval method: follow-up with company representative. Evaluation summary: there are no visible damages to the devices.

Manufacturer narrative:
Desc evt problem: two devices removed in this patient are filed under MFR report# 2953769-2012-00023 and 2953769-2012-00024.